Event description:
Healthcare professional (hcp) reports a pt reaction with the psn membrane. The incident occurred during the pt's first exposure to the psn at initiation of the treatment. The pt complained of "feeling funny." The treatment was stopped and no blood was returned. Estimated blood loss of 250cc. The pt received oxygen at 2l and 700cc. Normal saline, which was followed by a large emesis. The pt was noted to be talking with the staff when pt became unresponsive, with a weak pulse. 911 was notified and CPR was initiated. The pt was intubated and defibrillated and transported to the emergency room where the pt expired. At the time of this report, the cause of death is unknown.